Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings ssue. The pump history shows several instances of 0.0/0.0 boluses ("ghost bolus") and the patient claimed not to have knowledge of these boluses. The reporter alleged one of the "ghost bolus" doses occurred when the pump was not being used or touched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: during investigation, the pump history was reviewed and showed a 0 unit bolus on 08/28/2013. During testing, a 24 hour duration test was performed and no unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was removed and no damage was found to the button contacts. The history /settings issue was not duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.